Manufacturer narrative:
H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. Locking of the z-scale has been reported by the customer to be broken and thereby insecure. The customer informed that this led to one dbs lead being replaced but no injury of the patient has been reported. The investigation determined that the root cause is wear of the aluminium locking piece in combination with the screw being replaced by the customer with a shorter screw. Wear can also be seen as a result of high torque being applied on other parts of the system i.e. Locking piece of the instrument carrier. The result is that the locking screw does not reach fully to provide secure locking. The manufacturer/supplier have analysed the screws and found that they were short but still within product specification. The locking piece should be checked each time by the customer (as stated in instructions for use) when a scale is tightened, and the parts should be inspected for wear during maintenance by the customer and any worn products should be replaced. The instructions for use clearly identify that parts shall be securely attached and properly assembled before proceeding with treatment. It can be concluded that the combination of switching to short screws, small manufactured locking margins and wear of the parts in combination has caused this problem.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the locking of the z-scale is broken. No patient injury has been reported.